Event description:
This system was removed for infection. Explant date is not noted on the mdrf so the on for this report is approximate. A new biotronik system was implanted in 2007. Also removed were: cylos dr-t, MDR 1028232-2007-0182. Setrox s 53, MDR 1028232-2007-0184.